Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The infection rate seen (62 worldwide incidents out of estimated 140,000+ procedures performed to date) is approximately (B)(4)% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed an infection post miradry treatment.

Event description:
Clinic reported a patient who developed an infection post miradry treatment. Update: by 4.5 months post-treatment, the clinic confirmed the symptoms resolved.